Manufacturer narrative:
Additional information: d10, h6, h10. Device evaluation: one cadd solis vip pump was returned for analysis. The customer's reported problem was confirmed. According to the investigation, the pump faulty mp board caused the reported problem. Service's cleared the error code, calibrated, and reinstall the device software. Functional testing and delivery testing were performed, and the pump passed all testing. The problem source of the reported problem is unknown.

Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump has downstream occlusion alarms. Incident occurred during testing; no patient involvement.